Event description:
Wechat:05r/allura xper fd20/the rack cannot move. It has been reported that the c-arm did not move after the system got turned on. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine rack cannot move. After reviewed the log file the fsc confirmed that geo module failed. The fse replaced geo module wp kit to solve the issue, after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.